Event description:
It was reported that approx. 26 months after the implantation intermittent loss of capture was noted. The device was explanted.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. As a first step of the analysis, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. A device interrogation using a clinical programmer revealed the eri battery status which was activated on (B)(6) 2019, confirming the clinical observation. An evaluation of the devices memory content revealed a temporary elevated battery impedance. However, the battery impedance values were normal at the time of analysis. All documented values of the current consumption were also as expected. Therefore, the pacemaker was opened and subjected to further analysis. The visual inspection of the inner assembly showed no anomalies and the battery was found to be sufficiently charged. Provocation maneuvers at different temperature environments were performed showing a normal battery behavior. The clinical observation was not reproducible. During the further course of the analysis, the battery was disconnected from the electronic module. Thorough investigation of the electronic module did not show any anomalies. In particular the current consumption proved to be normal and as expected. The battery was sent to the manufacturer for a detailed analysis. The manufacturing process for the battery was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Subsequently the battery was subjected to a visual and an electrical inspection, including x-ray as well as microcalorimetry analysis. The battery was not depleted and no visual anomalies were present. A destructive analysis of the battery was performed and it did not reveal any abnormality. In summary, the device functioned as expected during analysis and the clinical observation was not reproducible. Based on the available information it is reasonable to assume that the documented temporary high battery impedance let to a temporary voltage drop and, as a result, to the clinical observation. However, despite the dedicated analysis, the root cause of the temporary high battery impedance was not determinable.